Event description:
The hcp reported that at the refill, the expected reservoir volume was 2.2cc and the actual was zero. The pt was refilled with 18cc of a combination of clonidine and dilaudid. 15 minutes after the refill, the pt lost consciousness and was seen in the e.r. The pt was discharged to home, but remained drowsy.